Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The physician was unable to retrieve the non-sustained ventricular tachycardia episodes. The patient was in stable condition.

Manufacturer narrative:
The complaint of the implantable cardioverter defibrillator not recording stored electrograms (segms) for non-sustained ventricular tachycardia (nsvt) was confirmed. The analysis showed the there was already a large amount of segms stored previously for vt-1 and that there was already a protected segm for nsvt in device memory. The cause of the inability to store nsvt segms was due to a combination of insufficient memory along with an absence of segms eligible to be overwritten do to either protected status or higher storage priority. Morphology template segms were able to be stored since these are much shorter in duration than nsvt episodes. The behavior of the device is in accordance with known device function.